Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. A risk review was completed and confirmed that the event of impedance issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range system impedance measurements. Technical services (ts) was consulted and discussed stored data, with further in clinic examination and x-ray imaging recommended. This device remains in service. No adverse patient effects were reported. Additional information received indicates x-ray imaging was performed and the system was still in place. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range system impedance measurements. Technical services (ts) was consulted and discussed stored data, with further in clinic examination and x-ray imaging recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range system impedance measurements. Technical services (ts) was consulted and discussed stored data, with further in clinic examination and x-ray imaging recommended. This device remains in service. No adverse patient effects were reported. Additional information received indicates x-ray imaging was performed and the system was still in place. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.